Manufacturer narrative:
Per the physicians implant manual electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient underwent a revision procedure due to local pain at the ipg pocket and clik anchor site. The ipg and clik anchor were repositioned and nothing was explanted or replaced. The patient was doing well postoperatively. Electrocautery was used during the repositioning procedure. The exact date of the revision procedure is unknown.